Manufacturer narrative:
Follow up #1 submitted date: (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed (B)(4) 2018 with the following findings: on investigation, the returned battery cap was intact and able to secure properly to the pump. There was no visible evidence of moisture corrosion observed; however, moisture was noted inside the pump. Further investigation of the alleged keypad button issue was not able to be completed due to an unrelated pump issue. Please see medwatch report # 2531779-2018-12336 for details.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (button/keypad issue w/moisture) issue; the reporter alleged when was pressing the buttons on the keypad (ok, down- and up-arrow) the brightness was changing, but nothing else was happening and he couldn't move up, down or confirm anything. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.